Event description:
On (B)(6) 2025, the patient presented with symptoms of a headache, fever and vomiting. On (B)(6) 2025, the patient's rns system (rns and two leads) were explanted and a wound washout performed. Treatment included a 6 week course of IV oxacillin to treat the mssa infection. Diagnosed as subgaleal fluid collection and incision site infection.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.